Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm in diameter abdominal aortic aneurysm and a 3.8 cm right common iliac artery aneurysm in diameter. The patient had a severely tortuous right iliac artery. During the initial procedure, the physician implanted a bare metal self-expanding stent in the distal portion of the endurant iliac limb, due to a kink in the endurant iliac limb from the tortuous anatomy. It was reported that the patient returned for follow up. The CT revealed that there was thrombosis that started in the distal end of the right iliac endurant stent graft and extends above the bifurcation of the endurant bifurcated graft. Per the physician, the causes of the events are related to the patient¿s anatomy, severe tortuosity. The physician elected to perform a thrombectomy. Three passes, from the flow divider to the distal end of the stent graft, were made with angiojet. Ivus revealed that there was good distal clot removal but there was only a slight proximal clot removal proximal to the endurant ii stent graft limb. A 12 fr sheath was used and another manufacturer¿s catheter was used to pull the proximal clot into the sheath. Mobile thrombus was observed in the proximal portion of the right limb. The physician then elected to implant an additional endurant limb in the proximal portion of the existing limb and successfully covered the mobile thrombus. Another manufacturer¿s self-expanding stent was implanted distally extending the stented segment through the acute bend in the external iliac artery. The diameters of the devices were determined to be good, it was determined that the patient had great flow, there was no clots observed, and the procedure was completed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Internal film review: review of 1-month post-implant cta¿s revealed that the patient had an endurant stent graft system implanted. The max abdominal aortic aneurysm diameter measured ~ 5 cm. The bifurcate was positioned with the top of the graft fabric just below the renals. The vessel was not calcified. The contra gate opened on the anterior side. The contra limb was implanted into the contra gate with ~ 3.5 cm overlap, and extended into the left common iliac artery. The right common iliac artery was aneurysmal; the max diameter measured ~ 3.5 cm. The ipsi limb of the bifurcate was extended with another limb into the right external iliac artery, covering the right internal iliac artery. The right internal iliac artery was occluded with a vascular plug from an unknown manufacturer. The external iliac arteries were severely tortuous. The right/ipsi limb in the right common iliac artery to the limbs positioned in the external iliac artery was angulated ~ 100 deg a-p. The distal ipsi/right limb to the external iliac artery took a sharp u-shaped bend, ~ 180 deg p-a. The left limb positioned in the left common iliac artery was essentially straight. The bifurcate main body was essentially straight. The proximal bifurcate main body od measured ~ 24 mm. The bifurcate main body was lined with mild thrombus, and the flow lumen dia meter measured ~ 22 mm. The ipsi limb contained significant amount of thrombus and was partially occluded. The flow resumed in the distal portion of the ipsi limb that was positioned in the external iliac artery. The ipsi limb was not compressed or kinked. The ipsi limb od just below the flow divider measured ~ 16 mm and the flow lumen at the same level measured ~ 10 mm. Moving distally into the mid aneurysm, the ipsi limb od measured ~ 16 mm but the flow lumen narrowed down to ~7 mm. Moving distally into the right common iliac artery, the ipsi limb od narrowed down to 12 mm, and the flow lumen diameter narrowed to 5 mm. The distal ipsi limb od measured ~ 8 mm. The contra limb was patent. No other obvious stent graft issues were observed. If information is provided in the future, a supplemental report will be issued.